Manufacturer narrative:
The customer reported that the central nurse's station (cns) spontaneously shuts down. According to the customer, the cns had a recorder system failure, they saw that the usb cable was loose. They re-seated the cable, but then the cns spontaneously shut down and rebooted itself. The cns is up and running fine with no issues. Technical support (ts) explained to the customer that they should see a code upon bios and they should write that code down if this happens again and then call to report it. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) spontaneously shuts down. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) spontaneously shuts down. According to the customer, the cns had a recorder system failure, they saw that the usb cable was loose. They re-seated the cable, but then the cns spontaneously shut down and rebooted itself. The cns is up and running fine with no issues. Technical support (ts) explained to the customer that they should see a code upon bios and they should write that code down if this happens again and then call to report it. There was no patient injury reported. Investigation summary: the cns shut down spontaneously. Why? A loose usb cable made the cns power connection unstable. The root cause of the issue was determined to be improper device connections and setup at the user facility. The reported issue does not require further investigation as the issue was caused due to a loose cable connection. This does not suggest malfunctioning or deviation from performance of the nk device. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 02/03/2022 a phone call was made in an attempt to gather patient and device information, I was transferred to chris' voice mail and a message was left for him to call me back with the patient and device information. Attempt # 2: 02/07/2022 a phone call was made in an attempt to gather patient and device information, I was transferred to chris' voice mail and a message was left for him to call me back with the patient and device information. Attempt # 3 02/15/2022 a phone call was made in an attempt to gather patient and device information, I was transferred to chris' voice mail and a message was left for him to call me back with the patient and device information. B6 attempt # 1: 02/03/2022 a phone call was made in an attempt to gather patient and device information, I was transferred to chris' voice mail and a message was left for him to call me back with the patient and device information. Attempt # 2: 02/07/2022 a phone call was made in an attempt to gather patient and device information, I was transferred to chris' voice mail and a message was left for him to call me back with the patient and device information. Attempt # 3 02/15/2022 a phone call was made in an attempt to gather patient and device information, I was transferred to chris' voice mail and a message was left for him to call me back with the patient and device information. B7 attempt # 1: 02/03/2022 a phone call was made in an attempt to gather patient and device information, I was transferred to chris' voice mail and a message was left for him to call me back with the patient and device information. Attempt # 2: 02/07/2022 a phone call was made in an attempt to gather patient and device information, I was transferred to chris' voice mail and a message was left for him to call me back with the patient and device information. Attempt # 3 02/15/2022 a phone call was made in an attempt to gather patient and device information, I was transferred to chris' voice mail and a message was left for him to call me back with the patient and device information. D10 attempt # 1: 02/03/2022 a phone call was made in an attempt to gather patient and device information, I was transferred to chris' voice mail and a message was left for him to call me back with the patient and device information. Attempt # 2: 02/07/2022 a phone call was made in an attempt to gather patient and device information, I was transferred to chris' voice mail and a message was left for him to call me back with the patient and device information. Attempt # 3 02/15/2022 a phone call was made in an attempt to gather patient and device information, I was transferred to chris' voice mail and a message was left for him to call me back with the patient and device information. Manufacturer references # (B)(4) - 130010 follow up 001.

Event description:
The customer reported that the central nurse's station (cns) spontaneously shuts down. There was no patient injury reported.